Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that up button stopped working. Customer¿s blood glucose was 214 mg/dl. Customer stated that time advances during the keypad issue. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.